Event description:
It was reported that the patient was appropriately shocked for a vf episode, which converted the rhythm. After the shock, increased pacing and high voltage lead impedances were observed. Lead fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.